Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen failed baseline and wireless functionality. App logbook displayed: 14.5u, 15u, 14u, 14.5u, 15u, 14.5u, 15u, 15u, 15u, 15u. Inpen failed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: (B)(4). Inpen passed front cap investigation. Inpen failed dialing alignment. The zero tick mark dose not align in the gage window when dialed to 16u. Two tick marks appear in dose window when zero mark appears in the alignment gage window. Performed electrical investigation. Encoder contacts were soldered and probed to oscilloscope. While attempting to transmit a signal, the scope displayed regular/consistent pulses. The pcba was completely removed from all mechanical parts and inserted in electrical test fixture. An external rotary switch (emulating the encoder) was used. An external power supply was used to provide voltage. The pcba demonstrated no behavior, and the oscilloscope displayed unhealthy encoder pulses. Isolate to electronic assemblies. In conclusion: no mechanical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of leadscrew anomaly could not be confirmed. However, displacement dose accuracy failed and inpen failed dialing alignment due to electrical anomalies. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced leadscrew anomaly. The customer reported no adverse event. The event involved product(s) mmt-105nngyna. Troubleshooting was performed. Customer reported retracting the inpen screw is difficult. Inpen replacement needed. No harm requiring medical intervention was reported. Mmt-105nngyna was requested and customer response was the device will be returned. The customer will discontinue using the device.